Manufacturer narrative:
Section a4: patient weight and a5: ethnicity: unknown; requested but not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is between apr 14, 2021 and feb 7, 2023. Section h3 - other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 2140 visual disturbance- dysphotopsia, 2140 glare. Attempts were made to obtain the missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded multifocal toric intraocular lens (iol) was exchanged for a 23.0 diopter light adjustable lens (lal) due to dysphotopsia and night glare in the left eye. A yttrium aluminum garnet (yag) laser capsulotomy was performed for the left eye on (B)(6) 2021, prior to the lens exchange. The issue was identified during a post-operative exam. Symptoms persisted for one year. The patient was still able to perform daily activities. No sutures, incision enlargement, or vitrectomy was required. There was no delay in procedure. No medical attention was required, and no medication was prescribed (outside of the standard of care). There was no patient injury. The patient is fully recovered. The device was discarded. No further information was provided.